Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons required multiple pushes to elicit a response. The patient reportedly wore the pump in a case attached t a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.